Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they were taken to the emergency room by emergency medical services due to high blood glucose on (B)(6) 2019. Blood glucose was ranging from 247 to 300 mg/dl at the time of admission. Customer was treated with insulin drip and was kept hydrated. Customer was also treated for gastro paresis. The customer was using auto mode feature at the time of the incident. The customer also reported that they received an open book image on the insulin pump screen after they went swimming. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized because of unknown reason on (B)(6) 2019 with unknown blood glucose. The customer also reported that they received the open book image on the insulin pump screen. The customer were swimming. The customer was using auto mode feature. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
The correct information has been provided with this report. (B)(4).

Event description:
It was reported that they were hospitalized because of unknown reason on (B)(6) 2019 with 247-300mg/dl blood glucose value.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.